Manufacturer narrative:
Evaluation results: one medfusion 3500 pump was returned for investigation in good condition. The pump showed no signs of physical damage. A review of the event history log showed evidence of the reported "backup audible alarm" post error. This same error was reproduced when the pump was powered on. The customer reported issue was therefore confirmed. The reported product problem was caused by a faulty main board. The main board was replaced as a result. The problem source of the product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump exhibited a system failure alarm. The syringe pump started alarming before it was used on a patient. There was no patient involvement.